Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: one misplaced screw (left th2) was suspected during the surgery and removed, but was re-placed back into the same incorrect position during the surgery; the overall misplacement of the 6 screws was detected after the surgery was completed with a CT scan. The surgery was not considered successful, since the screws were not placed in the intended positions, and there was some cement leakage in the spinal canal. Despite there was an increased risk of harm to critical structures (blood vessels and spinal cord), there was no actual harm or negative effect for the patient due to the incorrect screw placements or other unintended surgical steps performed with the aid of navigation, neither due to the prolonged anesthesia of about 30 minutes. The patient underwent a cardiac workup after the surgery as a precaution: with cement leakage in pulmonale arteries, right sided heart failure can be a common problem. So in this case the cardiac workup was done as a precaution. There were no further surgical or medical remedial actions reported to be necessary, planned, or performed for this patient. There is no revision surgery planned. Hospitalization was prolonged by 2 days. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that: the root cause for the deviation of the bilateral pedicle screws at th2 and th3 (4 screws) by approximately 5-6mm to the patient's left is an insufficient distribution of points acquired by the user for patient anatomy registration to navigation that did not follow brainlab requirements. Specifically, the overall point acquisition did not include points spread enough all over the lamina and too few points were acquired on the sides of the spinous process. This caused the navigation software to not find an as accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy. The analysis of the match displayed by the software indicates that it might have been rotated but also shifted to the left, which can explain the deviation of the screws towards the left. As the software cannot determine what is clinically wrong or right, the user surgeon has to perform a verification of the result using the pointer and verifying all possible directions in the 3d space. Apparently, the deviation was not detected by the surgeon with the required accuracy verification after registration (at the verification step) and/or prior to (or during) planning and placing the pedicle screws. The root cause for the deviations of the left pedicle screw of th7 and the right pedicle screw of th8 cranially by approx. 5mm at the target is a relative movement of the anatomy in between the vertebra operated upon (th7 and th8) and the vertebra on which the navigation reference was attached and the surface match registration was performed (th6). Operating on a different vertebra than the vertebra on which the navigation reference array is fixed, or operating over multiple vertebrae without repositioning the reference array and reregistering the patient, can cause anatomical movements between the vertebrae that are not rigidly connected, which cannot be recognized or compensated by the navigation software. In addition, a different patient position during the pre-operative scan compared to the position of the patient on the or table during the surgery in combination with navigating instruments not only on the vertebra the registration was performed (i.e. Th6 was registered but the navigation was performed on th7 and th8) can lead to deviations in between the actual position of instruments and the position of the instruments displayed in the navigation, as the spine curvature will be different. Apparently, the deviation was not detected by the surgeon with the required accuracy verification after registration (at the verification step) and/or prior to (or during) planning and placing the pedicle screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic spine for stabilization of vertebrae th2-th8, with intended placement of 12 pedicle screws for fixation for a patient with a th5 pathological fracture and scoliosis in the axial plane above the fracture level, was performed with the aid of the display by the brainlab spine & trauma 3d navigation software 2.0. During the procedure the surgeon: with the patient in prone position, made an incision over the th3 spinous process, prepared the lamina bilaterally, and attached the navigation reference to the th3 spinous process. Performed the patient registration on the preoperative CT acquiring registration points on the laminae and spinous process of the patient's th3 vertebra to match the display of the navigation to the current patient anatomy; the first two attempts yielded no match from the navigation software, but the third attempt was successful and verified, and the accuracy of the registration was accepted by the surgeon to proceed. Marked the screw entry points on the skin, performed a stab incision bilateral at th2-th4 with dissection to the bony entry points, and verified the bony structure on the right side of th2 with the navigated pointer. Calibrated the brainlab drill guide and a non-brainlab screwdriver to the navigation, and verified and accepted the accuracy of the calibrations to proceed. Aligned a drill through the navigated drill guide to the left pedicle of th2, drilled a path into the pedicle, and placed a k-wire down the path. This process was repeated for right th2, bilateral th3, and left th4 (the right th4 pedicle was determined by the surgeon to be too small for instrumentation and was skipped). Placed screws over the k-wires using the navigated screwdriver down the prepared paths in the pedicles for th2 (with the surgeon noting there was a steep angle on left th2), bilateral th3, and left th4. Acquired x-ray images to check placement of the screws but could not obtain adequate depiction and was unable to verify the screw placement. Removed the left th2 screw due to concerns of medial positioning, and attempted to drill a new path through the pedicle, but entered the same path as before, placed a k-wire down the path, and replaced the screw over the k-wire into the same position as before. Removed the reference array, performed a skin incision over th7, and attached the reference array on (what was believed to be) the spinous process of th7. Performed the patient registration on the preoperative CT acquiring registration points on the laminae and spinous process of (what was believed to be) the patient's th7 vertebra to match the display of the navigation to the current patient anatomy; during the accuracy verification step the surgeon determined that the navigation reference was actually attached to the distal tip of the th6 spinous process, and the registration points had been acquired on a different vertebra than the surgeon initially selected for navigation on the CT scan in the software, leading to a level mis-match in the display of navigation. Performed a new patient registration on the preoperative CT acquiring registration points at th6, selecting the same vertebra on the CT scan in the software, and verified and accepted the accuracy of the registration to proceed. Marked the skin over the pedicles of th6-th8, performed skin incision and dissection to the bony entry points. Performed the same navigated screw placement procedure as before, for th6-th8 (6 bilateral k-wire placements followed by 6 screw placements over the k-wires), noting good haptics on the screws. Another x-ray attempt was made to verify the screw placements, but again without adequate depiction. Completed the non-navigated portion of the surgery: application of cementation towers under x-ray application of minimal volumes of cement (1ml max per level after filling of screw and tower) and closed the patient. A CT was performed after the surgery, and it was determined that 6 of the 11 screws were deviating from the intended positions: the bilateral th2-th3 screws deviated 5-6mm to the patient's left, and the left th7 and right th8 screws were angled cranially by approximately 5mm at the target. It was also seen that there was some cement leakage into the spinal canal, according to the surgeon. According to the surgeon: one misplaced screw (left th2) was suspected during the surgery and removed, but was re-placed back into the same incorrect position during the surgery; the overall misplacement of the 6 screws was detected after the surgery was completed with a CT scan. The surgery was not considered successful, since the screws were not placed in the intended positions, and there was some cement leakage in the spinal canal. Despite there was an increased risk of harm to critical structures (blood vessels and spinal cord), there was no actual harm or negative effect for the patient due to the incorrect screw placements or other unintended surgical steps performed with the aid of navigation, neither due to the prolonged anesthesia of about 30 minutes. The patient underwent a cardiac workup after the surgery as a precaution: with cement leakage in pulmonale arteries, right sided heart failure can be a common problem. So in this case the cardiac workup was done as a precaution. There were no further surgical or medical remedial actions reported to be necessary, planned, or performed for this patient. There is no revision surgery planned. Hospitalization was prolonged by 2 days.